Event description:
It was reported that the patient presented remotely. Investigation noted that the pacemaker exhibited premature battery depletion. During generator change, it was reported that pacemaker could not be interrogated. The pacemaker was explanted and replaced on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
Correction: please retract this report [2017865-2023-11616], event was identified to related to previously reported as [2017865-2022-17256].